Event description:
A (B)(6) male with a medical history of htn, dm, valvular heart disease was transferred from an outside hospital on (B)(6) 2012 with the diagnosis of status post cardiac arrest, mi and cardiogenic shock. He underwent a cardiac catheterization which showed severe cad. The pt was administered IV pressor support. An iabp was inserted. Approx eighteen minutes after returning to the ccu, the iabp stopped for one to two minutes. The iabp was replugged into the electrical outlet and a code was called. Efforts to resuscitate the pt were unsuccessful.